Event description:
It was reported to boston scientific corp on march 09, 2009, that a resolution clip device was used during a colonoscopy procedure performed in 2009. According to the complainant, during the procedure, the physician had difficulty during the release phase of deployment of the resolution clip. The physician was able to successfully complete the procedure with the initial clip. There has been "no adverse pt effects reported".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.